Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.75x28mm xience pro stent delivery system (sds) failed to cross the lesion reportedly due to the heavy calcification, force was applied against resistance, and the shaft separated. The separated shaft was withdrawn from the anatomy without any issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The 3.0x28mm xience pro sds was advanced to the lesion and successfully deployed; however, a dissection was noted and the vessel perforated. As a result, coronary artery bypass graft (CABG) surgery was performed, with prolonged hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The 3.0x28mm xience pro stent mentioned is being filed under a separate manufacturer report number. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.